Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer by changing pump supplies and resuming insulin delivery. Customer's blood glucose (bg) was less than 54 mg/dl and greater than 500 mg/dl. The low bg was addressed by consuming carbohydrates and the elevated bg was addressed by a manual injected insulin therapy.